Manufacturer narrative:
Quality engineering was unable to determine a root cause for the stent dislodgement. Quality assurance analysis revealed that stent delivery system (sds) was returned without blood visible. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and returned inside the orange protective sheath. The first five rows of proximal struts were smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was a kink in the inner and outer members 17cm distal to the guide wire exit notch. There was no other damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The distal and middle measurements were oversized. The proximal measurements could not be taken due to the damage to the stent implant. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident information. Analysis of the returned device noted presence of contrast in the inflation lumen, which suggests that the preparation of the device for use was essentially completed. Absence of blood in/or the returned sds suggests that the sds may not have been introduced inside the patient; hence it is assumed that the reported stent dislodgement was outside the body. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The stent implant was returned inside the protective sheath. The noted smashed stent struts at the proximal end suggest that the protective sheath may have been forcefully removed or that the stent implant was handled after the dislodgement. The inner diameter of the returned protective sheath met manufacturing criteria. The noted oversized outer diameters at the middle and distal ends of the stent implant suggest that the stent expanded during travel over the sds as would be expected. It is also possible that the oversized diameters may have originated from the manufacturing site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. It is unknown when the stent outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unknown, but there is no indication of a quality issue. The noted kink in the inner and outer members distal to the guide wire exit notch was not reported in the incident information and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. The finished device lot history record did not reveal any nonconforming material reports and all quality indicating parameters including stent dimensions and stent placement/security met manufacturing criteria. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the product was returned and the only information was the "stent came off". The returned product evaluation found the stent inside of the protective sheath. No additional event or patient information is available.